Event description:
It was reported that the 7900 system intermittently had no image and there was an error code. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was replaced during the service call.